Event description:
The pin of the broach handle is damaged. This event was noticed at the sales agency. There was no pt involvement; therefore, no adverse consequence for any pt.

Manufacturer narrative:
Summary of evaluation: evaluation results indicate the event is attributed to the user impacting the actuator lever and pin. The device is intended to be impacted at the impactor head only.